Manufacturer narrative:
H3: product analysis: part # c05b, lot # 227782304 visual inspection confirmed the vial is cracked inside the blister pack. It appears to the vial was damaged during the shipping and handling process. H6: fdm and fdr code updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D4: product identifiers are updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding an event which occurred prior to use. It was reported that during stock audit and pre case preparation and inspection for a kyphoplasty case planned next day 1 unit of cement liquid was found to be frozen to replace the frozen one another unit was opened and it was also having liquid frozen hence upon complete stock audit 3 units was found to be having the liquid frozen inside. There was no patient involvement reported.

Manufacturer narrative:
G4. This product is not approved for sale in us but a similar device with catalog# c01a, 510k# k041584 and UDI# (B)(4) is approved for sale in us. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.